Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 5 tricuspid regurgitation (tr) for a triclip procedure. The procedure was completed successfully. After the procedure, it was difficult to remove the triclip steerable guide catheter (tsgc) from the stabilizer. The sgc and stabilizer was removed together from the patient. Troubleshooting was preformed and they were able to separate the sgc from the stabilizer after significant force. The final tr was grade 3. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
All available information was investigated, and the reported difficult to remove the tsgc from stabilizer guide dock could not be replicated in a testing environment due to the returned condition of the device. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined that the reported difficult to remove may be related to a potential product quality issue. This complaint falls within the scope of an exception, as the complaint description and device code match the specific issue described in the exception. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.

Event description:
N/a.